Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had failed battery test alarm even after battery cap replacement. The blood glucose was unknown at the time of the incident. Troubleshooting determined that, the insulin pump should be replaced. The customer advised to discontinue use of the pump and revert to a back-up plan. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). The insulin pump was monitored for several days and the device was received with all operating currents within specifications. The insulin pump passed the a 21 error test and displacement test. There was no unexpected low battery alarm anomalies and no unexpected failed battery alarm anomalies.